Manufacturer narrative:
Complaint confirmed. Visual evaluation it was noted that the central post is broken. The post was not returned for evaluation. The observed condition is attributed to undetermined.

Event description:
It was reported on (B)(6) 2022 by a sales representative via sems that an ar-9236-03pp vaultlock trial broke while being impacted in. Case involvement, broke during use.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.